Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, while staff were cleaning the plasmablade device, they reported the housing melted and the wire fractured. Staff also observed smoke throughout the case. It is unknown if the smoke was coming from the device or generator. There was no patient impact reported.